Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported when measuring output at .6 ma (milliamp) on atr (atrial) and vtr (ventricular), the output is not registering on the sigma 1000 pacemaker analyzer. It was also reported the lower display has missing pixels. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported display issue; lcd (liquid crystal display) is missing segments. Analysis could not confirm the reported output issue. Analysis found the upper case is damaged. Lower case, lcd lens, and ring cover are broken. Side bail covers are contaminated. Two case screws and the battery drawer o-ring are missing. Battery contacts are compressed. The ring bail is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.